Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was having an image present; however, image was defective when connected to the scope, picture showed black lines. The issue was found during a preparation for use. There were no reports of patient injury or medical intervention associated with this event.

Event description:
Additional information was received indicating that the issue is persistent despite adjusting settings to highest levels, the image quality is still poor; however, the device is working for now and will not be returned for evaluation. It was also noted that their unspecified processor was sent for repairs. Additional information was requested but has not yet been received.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.